Event description:
A customer reported a cartridge change error with their pump. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support instructed the customer through troubleshooting steps, including cartridge inspection and cleaning, but the issue persisted even with a second cartridge. Consequently, technical support decided to replace the pump. The customer opted for multiple daily injections (mdi) as a backup therapy.